Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The x-stage cover was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the x stage cover was damaged around the docking pin. There was no patient present when this issue was observed.

Manufacturer narrative:
The x-stage cover was returned to the manufacturer for analysis. Analysis found that the cover failed visual inspection due to physical damage. The x-stage had multiple scratches and dents around the docking pin holes. If information is provided in the future, a supplemental report will be issued.